Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was not confirmed via photographic evaluation. Therefore, the root cause was not determined.

Event description:
It was reported that a folfusor had a reservoir rupture during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.